Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated urinary retention post-op, resolving hematoma or stitch abscess in left obturator incision, sling erosion at right lateral fornix, sling migration to the left, recurrent incontinence, sling protruding through vaginal wall, intermittent vaginal bleeding, pain, hematoma above bladder, small bowel adhesions to bladder, uti.